Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. Fse determined the cause of the problem to be a faulty cine bridge board. A faulty cine bridge board may not be recognized by the system during boot up, and this loss of communication will prevent boot up. Fse replaced the faulty cine bridge board to restore system functions. Based on the age of this system (manufactured in 2005), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.